Event description:
On (B)(6) 2015, the reporter contacted animas alleged that the up, down, ok and backlight buttons were under responsive to button presses. The reporter indicated that there was no noted damage to the keypad related to the issue and there was no noted moisture ingress into the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/06/2015 device evaluation: the device has been returned and evaluated by product analysis on 06/18/2015 with the following findings:the pump keypad was found to be intact. During testing, all of the keypad buttons were responding appropriately to button presses. The keypad was removed and no button contact defects were found.